Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2014. The patient's ivc filter perforated the ivc extending into an anterior spur of the l3 vertebral body. Hospital and medical records have been requested, but not yet provided.

Event description:
Additional information provided the patient allegedly received gunther tulip filter due to infrapopliteal deep vein thrombosis (dvt) and contraindication to anticoagulation. Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing anxiety, worry, and limits to physical activity. Per a computed tomography (CT) abdomen/pelvis: "caval perforation: yes. 7 o'clock 5.90 mm grade 4 extending into an anterior spur of the l3 vertebral body. Tilt: no. Migration: no. Pertinent negatives: none. Additional findings: none".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: anxiety, worry, limited physical activity, fear. Unknown if the reported anxiety, worry, limited physical activity and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.